Event description:
Caller reported that the t:slim x2 pump battery would not charge despite trying both different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. The customer opted for multiple daily injections as a backup insulin therapy.